Event description:
The customer reported that she was having issues with infusion sets and was able to get one working. Customer stated she change set this morning and got no delivery alarm. Troubleshooting was done. Customer's blood glucose was 331 mg/dl. The customer was assisted performing a 5.0 units fixed prime and the insulin did exit. Customer stated unable to remove the set at this time to examine the cannula. Customer will report back to troubleshoot for high blood glucose. The customer will use injection and pills until she gets home to treat high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)